Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon removal from the package for an unknown procedure, a cxi support catheter was separated. Per the reporter, the catheter was ¿cut off in the middle¿ and ¿sharply severed¿, with part of the device remaining in the holder. Reportedly, the separation was not caused by pulling or twisting. The device did not make patient contact. The package was not damaged. Another manufacturer¿s device was used to complete the procedure. There has been no report of any adverse effects to the patient.